Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 536 mg/dl. A manual injection was administered to address bg. Reportedly, the customer had manual injections as alternate insulin therapy. Additionally, an occlusion alarm occurred. Customer's bg was 300 mg/dl. Reportedly, the alarm was cleared and insulin delivery was resumed to address the issue.